Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received the device in question. The device evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted. See scanned page.

Event description:
It was reported that a device displays a "door not closed" message. There was no patient involvement.